Manufacturer narrative:
(B)(4). The age of the patient was not reported; however, it is known that the event occurred in the prenatal intensive care unit. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link solution set had air in the line. The device was being used with a buretrol and the infusion was being run on an unknown pump. The air was identified during an infusion of chemotherapy when the pump alarmed that the infusion was complete. The user found that there were 20 ml's remaining in the buretrol. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.